Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self-test. Unit received with high sleep current measurement due to moisture damage on electronic board stack. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched, peeling keypad overlay texture, scratched display window cover, faded, stained, peeling serial number label, peeling, fading end cap address label, cracked case at belt clip rail corner, partially broken off belt clip rail and scratched case. Moisture damage on motor assembly and force sensor assembly.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. Customer stated that the bottom of insulin pump came off. Customer states the device was neither bumped nor dropped. The device was returned for analysis.